Manufacturer narrative:
(B)(4). No related complaint received with return of device, failure observed during analysis. Final analysis found that only the connector end of the lead was returned. An insulation abrasion was noted at 13.1 cm to 13.2 cm from the connector pin. Abrasions are consistent with constant friction with another device or feature of the patient's heart. (B)(4).

Event description:
This report is to advise of an event observed through analysis.